Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-op diagnosis: lumbar spondylosis procedure: transforaminal lumbar interbody fusion it was reported that during surgery, the threads of crosslink got sheared during final tightening. The surgeon was able to retrieve all the pieces and same was confirmed with x-ray. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.